Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt's pump had never helped with the pt's pain, but it had helped with their spasms. She stated that she does not expect to be pain-free, but would like to be somewhat "comfortable" and not "housebound." The pt had asked for the medications to be "decreased so it could be explanted." The pt stated that after three decreased dosages, the pt's spasms returned. The pt had 3 trials with their physician. The first was with undiluted dilaudid and that "helped"; the second was with diluted dilaudid, which did not help and the third trial was with morphine, which also did not help. The pt currently had dilaudid (1.0542 mg/day) and fentanyl (1897.5 mcg/day) in their pump. The pt stated that they were told "this is a high dose and the physician is reluctant to raise the dose." Additional info has been requested, a f/u report will be sent if additional info becomes available.